Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator and communicator power cord was burnt due to electrical issue. The patient reported that the electrical power outlet caused the issue. There were no injuries reported. A boston scientific company representative discussed with the patient and advised replacing the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product analysis indicates that the allegation was confirmed. During visual analysis, the communicator adapter had a missing piece, and the power adapter was not snug when plugged in. Resistance testing on a component was not performed due to the component being completely burnt. The power adapter unable to be plugged into the power supply due to the damage. The communicator adapter anomaly was consistent with an electrical overstress event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator and communicator power cord was burnt due to electrical issue. The patient reported that the electrical power outlet caused the issue. There were no injuries reported. A boston scientific company representative discussed with the patient and advised replacing the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.